Event description:
It was reported that an attachment device was "broken". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the locking thimble became detached from the anodized housing. Therefore, the reported condition was confirmed. This was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).